Event description:
The customer reported the observation of non-reproducible hcg results on a urine patient sample on an immulite 2000 xpi instrument. The lot number of the hcg reagent is not known. It is unknown if quality control (qc) was within range on the date of testing. The initial results were not reported. The sample was repeated on an alternate instrument (type unknown) and the repeat result was reported as the correct result to the physician(s). The initial and repeat results have not been provided by the customer and it is unknown if the correct result was negative or positive. There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
A united states (us) customer contacted a siemens regional support center to report non-reproducible urine hcg results for one patient sample on an immulite 2000 xpi instrument. It is unknown if quality control (qc) results were within acceptable ranges on the date of testing. A siemens customer service engineer (cse) was dispatched to the customer's site and performed preventative maintenance on the immulite 2000 xpi instrument. Following the cse's actions, valid adjustment and qc results were obtained and precision was acceptable. The instrument is operational and the reported behavior was resolved with routine service actions. The immulite 2000 xpi system is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.